Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.(date of birth) information was not provided.(gender) information was not provided.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) female patient coincident with homechoice peritoneal dialysis therapy. On (B)(6) 2010, during a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. It was unknown whether a peritoneal effluent culture was performed. Treatment information was not provided. The cause of the peritonitis was not reported; however when the nurse was asked what the cause of the peritonitis was due to, the nurse replied that the patient was being cared for by a nursing home staff. It was unknown whether the peritonitis resolved. No additional information is available.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.